Manufacturer narrative:
This report is submitted on september 01, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at implant site (date not reported). Clinical management is ongoing.